Event description:
The customer reported to olympus device plastic distal end cover was damaged. There was no death or injury reported due to the event.

Manufacturer narrative:
The evaluation confirmed the reported damage to the cover. Additionally, angulation in the up direction is out of standards due to worn of angle-wire, there is gap at the adhesive part of bending section cover, there was leakage from the distal end, and control unit was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer feedback and an update to b3 and b5. Olympus will continue to monitor field performance for this device.

Event description:
The customer later provided the event occurred during preparation for use in an unspecified diagnostic procedure. The procedure was completed with a similar device once the failure was observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined. However, the likely cause is due to external stress as the plastic distal end cover is cracked and is missing from tip side. The event can be detected/prevented by following the instructions for use (IFU) which state: ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. If additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.